Event description:
It was reported that during a surgery procedure the documentation system turned off when switching on the lightsource. The surgery was completed using a replacement.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.